Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and lung & prostate cancer. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer and lung & prostate cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the device, the device was visually inspected and found black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The technician confirmed particles in the air path. The device's downloaded logs were reviewed by the technician. There was four error code found. During the evaluation following secondary findings were observed: ¿ 4 errors were logged. ¿ dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. ¿ ui (user interface) knob broken. ¿ missing sd card cover. ¿ dust-like contamination throughout humidifier enclosure and water tank. The manufacture service centre concludes that they unable to address the symptoms specified and unit dispositioned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box d updated in this report. In box h: evaluation method code, evaluation result code, component code grid and conclusion code has been updated.